Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call that their son had high and low blood glucose levels from 400 mg/dl to 60 mg/dl. Customer's blood glucose was reported as 252 mg/dl. Customer¿s blood glucose value at time of incident was 250 mg/dl and current blood glucose value was 411 mg/dl. Customer gave insulin through pump. Customer¿s parent stated that their son has not eaten all day and blood glucose value was 425 mg/dl. Insulin pump will not be returned for analysis.